Event description:
It was reported that the pk dissecting forceps instrument was damaged. The reporter was unable to indicate when the damaged instrument was identified and provide specifics of the damage. No fallen pieces were reported. There was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was received and evaluated. Engineering confirmed a broken pitch cable at the distal end of the instrument. The cable segment that contains the crimp was missing from clevis. Clevis did not exhibit any damage or wear marks. Other cables at instrument's wrist were not damaged. Additional observations not reported by the customer was a char mark at the distal end of the instrument. The yaw pulley exhibited charring and localized melting at the grip base. Electrical continuity testing was performed and passed. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.